Manufacturer narrative:
Corrected sections: event description changed from 'during preparation' to 'during post use procedure', evaluated by MFR changed from 'cord not returned' to 'retained by hospital', returned to MFR changed from 'device discarded' to 'device not returned'. Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. Retained by hospital.

Event description:
The hospital reported that post use procedure, hemopro2 extension cable, appears that the cord is being pulled out and away from the adapter ends and leaving exposed wires. No patient involvement.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Cord not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using hemopro2 extension cable, appears that the cord is being pulled out and away from the adapter ends and leaving exposed wires. No patient involvement.